Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with a more myopic outcome following cataract surgery with intraoperative abberometry of the right eye. An intraocular lens exchange is planned. Additional information has been requested.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, the patient underwent an iol exchange approximately two weeks following the initial cataract surgery. The patient then underwent a yag capsulotomy ten days following the iol exchange with reports of seeing halos following the laser.